Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of the device. Failure event observed during analysis.final analysis found an insulation abrasion at 5.8 cm - 5.9 cm from the connector pin. The abrasion was consistent with constant friction to the device can.